Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer, has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a controller failure alarm was noted., there was a loss of placement signal/left ventricle waveform, which was resolved. No patient harm was noted.

Manufacturer narrative:
This follow-up MDR is being submitted to correct information provided in a previously submitted MDR. The device identifiers originally reported were based on information received prior to device return and were later determined to be incorrect upon receipt of the device for investigation. Section d4 has been updated to correct the lot number, serial number, catalog number, and primary UDI to reflect the information confirmed during investigation. Section h6 has been updated to include the medical device problem code ¿application program problem¿ (a1102), which was applicable at the time of the initial report but was inadvertently omitted. No new adverse event information is being reported.